Event description:
It was reported that the implantable cardiac resynchronization therapy (crt) device was explanted due to early elective replacement indicator (eri). The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 6947, implantable defibrillation lead: implanted: (B)(6) 2010. 4196, implantable pacing lead: implanted: (B)(6) 2010. (B)(4).